Manufacturer narrative:
The product was not returned for analysis; therefore, evaluation of the device by medtronic was not able to be performed. A review of the device history record did not note any anomalies which would have caused or contributed to this event. It was reported that the patient had several admissions for heart failure prior to the explant procedure, with worsening dyspnea and a right coronary ostium. There was a high suspicion for endocarditis. An echocardiogram showed fairly severe aortic insufficiency, with aortic stenosis and mildly reduced left ventricular systolic function. Although the patient was at high risk for reoperation, the physician felt there were no other treatment options. The freestyle valve was explanted and another manufacturer's valved graft was implanted. The patient had a very degenerated aortic root and there appeared to be a disruption posteriorly. The surgery lasted 11 hours due to the amount of inflammation around the root and difficulty mobilizing the left coronary artery. The patient expired prior to the withdrawal of medical support. The reported cause of death was chronic combined class iii congestive heart failure with multiple co-morbidities. A post-explant pathology report showed areas of tissue growth, inflammation and calcification. This valve was implanted for 8.5 years in duration. Conclusion: based on the information provided, the reason for the severe aortic insufficiency, aortic stenosis and mildly reduced left ventricular systolic function was due to tissue growth (pannus), inflammation and calcification. Tissue ingrowth and calcification are considered patient related conditions. The inflammation was likely due to the suspected endocarditis. A review of our quality database has not identified any trends. Medtronic will continue to monitor the field performance to detect similar events, should they occur. Medtronic is submitting this death MDR in accordance with the (B)(4) 2014 letter to submit death MDR's via traditional medwatch 3500a forms and not through the asr authorization number (B)(4). (B)(4).

Event description:
Medtronic received information that this aortic root bioprosthesis had been explanted approximately 8.5 years after implant. The device was replaced with another manufacturer's product. It was reported that there was no alleged product issue, but no additional information was provided. A medtronic field representative was not able to obtain additional information. Subsequently, it was learned that the patient had presented for an aortic reoperation due to worsening dyspnea and a right coronary ostium that could not be visualized, with several admissions for heart failure prior to the explant procedure. An echocardiogram showed fairly severe aortic insufficiency, with aortic stenosis and mildly reduced left ventricular systolic function. A subsequent transesophageal echocardiogram (tee) showed a possible disruption in the root posteriorly. The patient also had elevated inflammatory markers and multiple blood cultures were obtained. Endocarditis was suspected. The bioprosthesis was explanted and replaced with another manufacturer's device. Reoperation was advised despite the high risk, as there appeared to be no other treatment options, according to the patient's physician. After nearly 11 hours in the operating room, the patient remained too unstable for further therapy and by the following morning was not in a survivable state and the patient's family was consulted regarding palliative care. The patient expired prior to the withdrawal of medical support. The reported cause of death was acute on chronic combined class iii congestive heart failure with multiple co-morbidities. A post-explant pathology report showed areas of tissue growth, inflammation and calcification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.